Manufacturer narrative:
Continuation of d11: product ID a810 serial# unknown. Product type software product ID 8780 serial# (B)(6). Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the patient was receiving fentanyl (100 mcg/ml at 11.4 mcg/day) via an implantable infusion pump. It was reported that the pump was not updated properly during a refill appointment on (B)(6) 2019. The patient was brought back into the office on (B)(6) 2019 and the pump was still reading that the expected reservoir volume was 20 ml; all of the fentanyl was replaced with 20 ml of saline and the reservoir volume was updated to 0 ml. The pump logs were read and no pump updates were noted to have occurred on 2019-jul-01 or 2019-jul-09. A low reservoir volume was noted to have occurred on (B)(6) 2019 and an empty reservoir occurred on (B)(6) 2019. The logs also showed that a motor stall occurred at 21:05 and recovered at 21:25 on (B)(6) 2019; no magnetic resonance had been performed. A dye study was performed and the catheter was found to be occluded and a revision would be scheduled. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. Product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the causes of the pump not dispensing drug was not determined. The issue was not resolved and a catheter dye study was done on (B)(6) 2019. The patient's weight was (B)(6).

Event description:
Additional information received from a manufacture representative reported they were planning to replace the pump and catheter but are not able to at this time due to patient experiencing a "mini-stroke" on (B)(6) 2019. Caller stated that pump had been filled with saline and it ran out so pump is now alarming; caller inquired how to silence pump alarm using tablet. Tss reviewed how to silence active alarm.

Manufacturer narrative:
Continuation of d11: product ID a810 serial# unknown product type software. Product ID 8780 serial# (B)(4) product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for use was non-malignant pain. It was reported the patient's pain pump was not working. The patient's pump was refilled on (B)(6) 2019, and they withdrew almost all of the medication that they put in there. The patient had tried to get scheduled two times for a flow test to check the efficacy of the catheter, but both appointments never happened. The patient was to follow-up with healthcare provider to schedule a test to check catheter and pump. There was no out of box failure.